Event description:
The physician was treating a diffuse non-tortuous lesion in the iliac artery with a scuba co-cr peripheral stent system. The device was inspected prior to use with no abnormalities noted. Negative or positive pressure was applied to the device prior to use. It was reported that force was applied during advancement as resistance was encountered. The stent was removed, re-inspected and re-inserted into the patient a second time. However, the stent could not reach the lesion and moved on the balloon during advancement. The stent and delivery system was removed through the guide catheter. No clinical sequelae were reported. Device evaluation the marks of the crimping of the stent and of the stent struts were clearly detected on the balloon surface. The stent was moved proximally on the balloon.

Manufacturer narrative:
(B)(4). Results: incorrect technique/procedure (pressure applied to the device prior to placement, attempt to withdraw undeployed stent back into guide catheter). Conclusion: device failure related to user handling (incorrect handling of the device during use).